Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found on electronic and motor assembly. The unit had minor scratched lcd window, cracked display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 146mg/dl. Advised insulin pump would be replaced. No additional information is provided.